Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a slow, steady drop in both pace impedance and intrinsic amplitude. The patient had a valve surgery around the time that the drop in pace impedance and amplitude began. Subsequently, the pace impedance went out of range with measurements of less than 200 ohms. There was no noise noted on the rv lead and no changes in thresholds. A lead revision procedure was scheduled. The rv lead was surgically abandoned and a new lead was placed on the right side as there was no access on the left side. No additional adverse patient effects were reported.